Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with ECG electrodes and ECG patient cable and disposable pacing/defibrillation/ECG electrodes and diagnosed as in asystole. Medications and external pacing was administered and the patient was transported to the hospital. According to the reporter, the device alarmed connect electrodes and stopped pacing the patient while enroute to the hospital. The patient's rhythm never converted from asystole and was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death because the patient was not viable.